Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had bradycardia. The right ventricular lead had no capture at maximum output and could not sense bipolar at maximum sensitivity. The lead had dislodged and was repositioned. During the repositioning, the physician was unable to engage the setscrew. The physician declined suggestion to remove the grommet and re-engage the setscrew and asked for a new device. The right ventricular lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.